Manufacturer narrative:
On (B)(6) 2017, the revision surgery was performed because the patient suffered from pain. MRI shows that suspected pseudotumor spread over up into the inside of foramen obturatum. After above the products were removed, the pseudotumor was scraped out. The metal head and the apex hole eliminator were replaced with the same type of brand-new ones and regarding the metal liner, it was exchanged with a polyethylene liner (unknown item/lot numbers). Some black substance was observed between the metal liner and the cup (unknown item/lot numbers). It was also seen a little on the junction part of head neck. Armd is suspected. The patient was revised to address pain and pseudotumor spread over up into the inside of foramen obturatum. It was reported that some black substance was observed between the metal liner and cup, also seen on the junction part of the head and neck and armd is suspected. Examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the revision surgery was performed because the patient suffered from pain. MRI shows that suspected pseudotumor spread over up into the inside of foramen obturatum. After above the products were removed, the pseudotumor was scraped out. The metal head and the apex hole eliminator were replaced with the same type of brand-new ones and regarding the metal liner, it was exchanged with a polyethylene liner (unknown item/lot numbers). Some black substance was observed between the metal liner and the cup (unknown item/lot numbers). It was also seen a little on the junction part of head neck. Armd is suspected. The patient was revised to address pain and pseudotumor spread over up into the inside of foramen obturatum. It was reported that some black substance was observed between the metal liner and cup, also seen on the junction part of the head and neck and armd is suspected.